Event description:
The doctor reported that the abutment screw fractured requiring the surgical removal of the implant.

Manufacturer narrative:
Upon visual inspection it was confirmed that the abutment screw had fractured off inside of the implant. No lot or order number was provided. The cause is undetermined. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.